Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec-3890li-us is avail able in the USA with a 510k number k131855. The device was not returned; however, we assume that it was caused due to an excess force on the wires based on the complaint description.

Event description:
This event occurred before use. There was no report of patient harm. Pulley wire ruptured no service